Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On (B)(6) 2019, it was reported that the blades are bent and dull and that the roller no longer cuts well. The customer returned a zimmer meshgraft ii serial number (B)(4)for evaluation. Evaluation of the device on 3 september 2019 noted that the device was missing the ce marking, but was tested and verified to be functioning as intended. The device was then returned to the customer without further incident. The service technician was unable to reproduce the reported event. As such, a specific root cause of the reported issues cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Review of the information provided during the investigation determined that there are no further actions needed at this time. This complaint will be tracked and trended for any adverse trends that may warrant further action.

Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded under zimmer biomet complaint number (B)(4). The device has been returned to the repair center for evaluation and investigation is in process. Once the investigation is completed, a supplemental report will be filed accordingly.

Event description:
It was reported that the blades are bent and dull, roller no longer cuts well. Event occurred during instrument check prior to surgery. No additional information is available. No adverse events were reported as a result of this malfunction.